Manufacturer narrative:
A2-a6) patient information - generalized patient information was listed; however, specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, myocardial infarction and death are listed as potential adverse events with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 24jan2025) ¿three-year results of combining debulking devices with drug-coated balloons for the treatment of de novo femoropopliteal arteriosclerosis obliterans¿. The article retrospectively reviewed a study to compare the safety and efficacy of debulking devices, including directional atherectomy (da) and excimer laser atherectomy (ela), when combined with drug-coated balloons (dcbs) for treating de novo femoropopliteal atherosclerotic obliterans (aso). Additionally, evaluate the long-term outcomes and application status of these different debulking devices. A total of 167 patients treated from january 2018 to january 2023 were enrolled in the study. All lesions were sequentially treated with excimer laser atherectomy (ela) using spectranetics turbo-elite laser atherectomy catheters, non-philips directional atherectomy (da) devices, and drug-coated balloons (dcbs). Patients underwent clinical follow-up at 12, 24, and 36 months. One (1) patient experienced elastic recoil, and 29 patients experienced flow-limiting dissections (MDR #3007284006-2026-00098). Additionally, the mortality rate at 36 months after ela procedures was 2 patients, one from myocardial infarction and one from an unknown cause. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 24jan2025 has been used, the date of publication. Article citation: lefan hu, hui wang, dikang pan, sensen wu, hanyu zhang and yongquan gu_2025_three-year results of combining debulking devices with drug-coated balloons for the treatment of de novo femoropopliteal arteriosclerosis obliterans. 2025 may:114:63-73. Doi: 10.1016/j.avsg.2025.01.019. Pmid: 39864510. Epub 2025 jan 24. This report captures the 2 deaths that occurred after use of the turbo-elite device. There was no alleged malfunction of any spectranetics devices in use during the procedure.